Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31739. It was reported the patient underwent surgical intervention to replace one of the scs system leads due to high impedance. Reportedly, the physician noted the lead did have a fracture. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-31739.